Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, patient's mother was advised to reset the device and the reset was unsuccessful for the reported issue. Device is being used on pediatric patient against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The customer complaint of hardware error icon was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.